Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the device caused the patient to sustain injuries; including a fractured wrist, headaches, memory loss, and surgical intervention to remove the implant.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the user sustained a severe injury when the device was turned on sending a nerve shock and propelling the patient into a chair causing fractures. The patient recovered with sequelae. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No analysis performed until authorized by the legal department. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). An unknown device related to this event was returned to the manufacturer. No further complications were reported.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs), post-lumbar laminectomy syndrome, and spinal pain reported on (B)(6) 2016 the implantable neurostimulator (ins) electrocuted them when they weren't doing anything (it wasn't related to positional movement, traumas/falls, or emi). The consumer was (B)(6) pounds and it threw them off their feet and backwards resulting in them smashing their arm and breaking their wrist. The electrocution sensation happened suddenly for two minutes and was felt from the neck down, and was the most painful thing the consumer had ever been through, and resulted in them going to the hospital. The consumer's mom happened to look downstairs at the exact moment the consumer was flying through the air, and the consumer was screaming to turn the ins off. The mom came downstairs and shut stimulation off because they couldn't move and were paralyzed; the consumer was only paralyzed at the time it happened, not permanently. When the device was being turned off the patient programmer (pp) screen showed the amplitude changed on its' own since it was usually at 1.7 volts, but was now on 2.9 volts. The day after the event the consumer's bowel movement smelled like burned wood or paper, and was the "weirdest thing she ever had." It took a week for the consumer to contact the manufacturer's representative (rep) because they hadn't been able to really talk, although they were no longer feeling the shocking sensation, but still felt shaky. Several healthcare providers were seen to make sure nothing was wrong with the consumer's organs. As a result of the event the consumer was afraid to touch it, to turn it on, to sleep, or to drive for fear it would go off by itself, and wanted it removed. An appointment was scheduled with the hcp for (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient presented with a wrist injury on (B)(6) 2016. The mechanism of injury included falling backwards. Pertinent findings included aching pain, bruising, decreased range of motion, stiffness and swelling. The quality of symptoms was constant and was exacerbated by activity. It moderately limited activities and was alleviated by rest and splint. The pain was a five out of ten. The patient was instructed to wear a splint at all times, daily. The patient followed-up on (B)(6) 2016. It was determined there was a distal radius fracture of the left wrist; three view of the wrist were obtained that revealed a left radius fracture, intraarticular. Pain medication was prescribed and different treatment options were discussed. The patient was admitted for surgery on (B)(6) 2016 for the following: open reduction internal fixation of the left distal radius, mini fluoroscopy, and application of a short arm splint. The patient tolerated the procedure well without problems or complications. The patient presented for post-op on (B)(6) 2016. Pertinent findings included aching pain, bruising, stiffness and weakness. The patient had recovered as anticipated. The patient presented again for post-op on (B)(6) 2016 pertinent findings included aching pain, bruising, sore around the pin, stiffness and swelling. One pin was removed. On (B)(6) 2016, the patient stated she was doing well but had some pain in the wrist. She stated she had not been doing any extra activity. Occupational therapy was ordered three times a week for four weeks. On (B)(6) 2016, the patient presented for post-op/follow-up. The patient stated her wrist felt terrible and that she was in a lot of pain. She also noticed clicking in her wrist and pain with pressure applied. Pertinent findings included aching pain, decreased range in motion, stiffness, and wrist pain. Three view of the wrist were obtained and revealed nonunion of the ulna styloid. There was good alignment of the distal radius with callous formation and the plate was in good alignment. An MRI of the wrist was ordered and the patient was to return after the MRI. The patient continued with therapy.